Event description:
Intuvie received a report that the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 21.500 psi, which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi calibration value from 284 to 302. Following the recalibration, the device passed the 30 psi occlusion pressure test at 23.200psi, which is within specification. No patient involve was reported.

Manufacturer narrative:
Intuvie received a report that the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 21.500 psi, which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi calibration value from 284 to 302. Following the recalibration, the device passed the 30 psi occlusion pressure test at 23.200psi, which is within specification. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).